Event description:
It was reported from the netherlands that during service and evaluation, it was determined that the compact air drive device had corrosion damage throughout the device, was worn, the reverse locking mechanism was blocked ¿ will not reverse, the device had a sticky trigger, was making excessive noise, and had an air leak. It was further determined that the device failed pretest for general condition, check reverse locking mechanism with oscillating saw attachment, check for sticky trigger, check for noticeable noise, and check for air leak. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and had corrosion damage throughout. It was further determined that the device failed pre-test for check for sticky trigger. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to environmental conditions. UDI ¿ (B)(4).